Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage was observed. The physician was attempting to treat a lesion in the left anterior descending (lad) coronary artery with a 3.0x24mm taxus express2 drug eluting stent distal to a previously implanted stent. The vessel was predilated with a maverick 3.0x20mm balloon. The physician was unable to advance the taxus express2 stent to the target lesion reportedly because the taxus struts became caught on the preexisting stent. Upon removal of the stent delivery system, the distal end of the stent was flared, "roughed up". The procedure was successfully completed with another 3.0x20mm taxus express2 drug eluting stent. There were no patient complications reported with the patient's status listed as "ok".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event.